Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The spouse states the customer's blood glucose level had been as high as 401mg/dl. The customer would be treating with manual injections. The spouse states they were out at dinner and did not have carb book to account for bolus. No further assistance provided at this time.